Manufacturer narrative:
Zoll medical corporation has not received the product for eval, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a (B)(6), male pt, the electrodes were not able to adhere to the pt's skin. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired; however, it was not related to the reported malfunction. Complainant indicated that the event electrodes were discarded and are not being returned for eval.